Event description:
It was reported that a pt sustained a burn on his left knee after being scanned with a t/r knee coil on a 1.5t signa hdx mr system. During the exam and before being dismissed the pt did not complain of any pain/burning sensation. The following day the pt complained that his knee was itchy. The pt was seen in the hospital on (B)(6) 2012 and at that time it was determined the pt had areas of redness (approximate 6 burns along with blisters), and the accumulative size of the blisters appear to the approximately 2.5cm or greater. The pt was treated with an ointment.

Manufacturer narrative:
A ge healthcare field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the blisters. The system was determined to be functioning within specifications with the exception of the universal power monitor (upm), but this could not cause the burn. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines proper pt positioning and padding to prevent warming during MRI scans. The root cause of the pt's burn cannot be determined. Investigation of this incident revealed no malfunctions of the mr system. No further actions are planned at this time.